Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek®2 ast-n102 test kit (reference (B)(4)). The customer reported receiving an unknown microorganism from the federal service of external evaluation for quality of laboratory testing. The laboratory identified the microorganism and received antibiogram. The vitek®2 identified the microorganism as klebsiella pneumonia, but the antibiogram gave a false result. The laboratory stated that the strain of klebsiella pneumonia is resistance to meropenem but vitek®2 reported the result as susceptible to meropenem. This is a quality control sample and there was no patient involved with the event. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of susceptible meropenem results when testing an external survey k. Pneumonia strain from the federal service of external evaluation or quality of laboratory tests on vitek®2 ast-n102 cards. The expected result was intermediate or resistant. The customer did not submit the strain or raw data for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. A review of the manufacturing records confirmed the ast-n102 lot # 4120556403 met final qc release criteria, and the lot passed qc performance testing. The most recent qs quarterly trend review (q1 2018) does not show this issue as a trend.

Manufacturer narrative:
This report was initially submitted following notified by a customer in (B)(6) of a false susceptible meropenem result for a qc strain in association with the vitek® 2 ast-n102 test kit. Biomérieux investigation was conducted. The organism was sub-cultured to tsab agar, and organism identification was confirmed to klebsiella pneumonia using vitek ms. Since the customer lot has expired, two (2) random lots of ast-n102 cards were tested (4120621203, 4120591403), as was agar dilution (ad), the reference method for the meropenem formulation on ast-n102 card (mem01n). For both cards tested, a susceptible mic=1 was obtained; an mic=1 was also obtained from ad testing. Therefore, both cards and reference method results are in agreement. The investigation concluded the ast-n102 card is performing as intended.